Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose 800 mg/dl. Customer was treated in emergency room. Customer state that the cannula was bent. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.